Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and occlusion occurred. The target lesion was located in the ramus artery. A 2.5 x 8mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, 30 minutes post-procedure, the patient started having severe chest pain. The patient was re-cathed and ramus was closed. Subsequently, a 2.5x12mm balloon catheter was advanced to dilate the lesion and an additional 2.5x16mm stent was implanted distal to the previously implanted stent and the procedure was completed. No further patient complications were reported and the patient was taken to the room after doing well.